Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.025, lot: 9543104, manufacturing site: bettlach, release to warehouse date: 06. July 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary: the screw inserter (p/n 03.037.025 lot 9543104) was received with a deformed/warped distal mating tip. No other issues were identified with the returned components of the device. Functional testing showed that the returned screw inserter would not mate/assemble with the returned tfna fenestrated screw. The reported complaint condition of does not assemble could be replicated with the returned devices. The device failure/defect of deformed was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: drawing: features and specifications: mating tip flat edge to flat edge distance (view u) : 7.43 +/- 0.03 mm (surface profile 0.06 mm) 2). Inner cannulation diameter (view a-a) : 6.15 mm +/- 0.04 mm measured dimensions: . 7.53 mm, non conforming (caliper ca802) . 5.96 mm, non-conforming (best fit gage pin gp32) the specifications/dimensions are non-conforming due to post manufacturing deformation/warpage of the distal tip. Drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the screw inserter (p/n 03.037.025 lot 9543104) as the screw inserter could not mate/assemble with the tfna screw. The screw inserter was received with a deformed/warped distal mating tip, which impacts the functionality of the device and may result in the inability to mate with intended tfna screws. No definitive root cause could be determined for the complaint condition. It is possible that the initial deformation of the screw inserter resulted in the inability to mate correctly with the tfna screw during surgery. This may have resulted in the significant deformation of the tfna screw and further deformation of the screw inserter tip connection. While no definitive root cause could be determined for the possible initial deformation of the screw inserter, it is possible that the device encountered unintended forces and/or the condition of the device was due to consistent use over its lifetime (2+ years). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the screw inserter spun inside the titanium proximal femoral nailing system (tfna) fenestrated screw without advancing the screw and damaging the connection. The screw was removed with the lag screw extractor and a new screw was replaced with using a new "t" handle screw inserter. The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant device reported: unk - nails: tfna (part # unknown, lot # unknown, quantity 1). This report is for one (1) screw inserter. This is report 2 of 2 for complaint (B)(4).